Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event, patient hospitalization, patient outcome were not reported. The patient was treated with vancomycin injection (1gm via intraperitoneal) and meropenem injection (1gm via intravenous, daily) for this event. Action taken with pd therapy was not reported. No additional information is available.